Event description:
The customer's mother called afraid of having the customer use the insulin pump due to frequent no delivery alarms that have led to two hospitalizations. No dates were given. The mother reported that the customer recently got the no delivery alarm during a bolus. The insulin pump was not alarming at the time of the call. Advised the mother of the different types of infusion sets that the customer can try. Advised the mother to call back at the time of the alarm so that troubleshooting can be conducted. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.